Manufacturer narrative:
Part 396.989, lot 4677972: release to warehouse date: november 10, 2003. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the two distal-most threads of the inner shaft were found to be deformed. The received condition could potentially contribute to the described complaint condition of ¿inability to attach trial implant.¿ no definitive root cause was able to be determined; however, the failure mode is consistent with wear and tear. The anterior cervical fusion (acf) instruments are designed for use with the acf spacer. The applicable technique guide was reviewed. The acf trial spacer handle (part 396.989) connects with parallel, convex, and lordotic acf detachable trial spacers to asses appropriate implant size. The instrument set includes two acf trial spacer handles. Alternatively, the fixed trial spacers could be utilized for the same task. The relevant drawings were reviewed for the returned instrument (both current revision and from the time of manufacture): top-level and inner shaft were reviewed. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined however the failure mode is consistent with wear and tear. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Supplier lot number is 1195528. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during a level c3 ¿c5 anterior cervical discectomy fusion, while attempting to load a trial spacer using the anterior cervical fusion (acf) trial spacer handle, the surgical technician kept tightening the knob but the implant was not being retained by the instrument. It appeared that the threads are a little worn on the inner stylet of the acf trial spacer handle. The trial spacer was then loaded on a second acf spacer handle and it retained the trial spacer well. The complained acf handle was removed from the surgical field and the surgery was completed successfully using the second acf trial spacer handle. There was no surgical delay and no reported patient harm. The patient¿s postsurgical status was reported as ¿good¿. This report is 1 of 1 for (B)(4).